Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and cine drive were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended.

Event description:
The fe reported that the system was not saving cine runs. There is no report of patient injury or death.